Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 41-year-old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('perforation of other organs') in a 41-year-old female patient who had essure (batch no. 808913) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "was implanted with 6-8 essure devices" on (B)(6) 2011 and device ineffective "unintended pregnancy with essure". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety / mental anguish"), depression ("depression") and mood altered ("mood changes") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, depression and mood altered outcome was unknown, the pregnancy with contraceptive device had resolved and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices on or about (B)(6) 2016 by total abdominal hysterectomy and bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2021: the outcome of adverse event anxiety was updated to not recovered/not resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('perforation of other organs') in a 41-year-old female patient who had essure (batch no. 808913) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "was implanted with 6-8 essure devices" on (B)(6) 2011 and device ineffective "unintended pregnancy with essure". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety / mental anguish"), depression ("depression") and mood altered ("mood changes") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, depression and mood altered outcome was unknown, the pregnancy with contraceptive device had resolved and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices on or about (B)(6) 2016 by total abdominal hysterectomy and bilateral salpingectomy. Lot number: 808913, manufacturing date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. We received a batch number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('perforation of other organs') in a 41-year-old female patient who had essure (batch no. 808913) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "was implanted with 6-8 essure devices" on (B)(6) 2011 and device ineffective "unintended pregnancy with essure". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety"), depression ("depression") and mood altered ("mood changes") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, anxiety, depression and mood altered outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices on or about (B)(6) 2016 by total abdominal hysterectomy and bilateral salpingectomy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: lawyer provided essure lot number: 808913. Adverse events were specified (previously only medical device removal was reported). Essure removal date was changed to (B)(6) 2016. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in a 41 year-old female patient who had essure inserted (lot no. 808913) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty in 2010, cervix carcinoma in 1996, adenoidectomy in 1982 and cervical dysplasia, hepatitis, diarrhea, low back pain, placenta previa, smoker (smoker of one cigarette per day for many years), parity 3 (she delivered at 26 wks gestation and, unfortunately had to be delivered by c-section for a twin gestation and both infants died. In 2008 she had another pregnancy delivering at 39 wks by elective c/section at term. She did not have a tubal ligation at that time), multi gravida, abnormal uterine bleeding, genital bleeding and cesarean section. She has no known allergies. Previously administered products included: provera, oral contraceptive nos, wellbutrin, celexa [celecoxib] and perindopril. Concurrent conditions were listed as depression, gastroesophageal reflux disease, fatigue, abdominal discomfort, lower abdominal pain, heavy periods, hypertension, tenderness, hepatitis, jaundice, epigastric pain, hematuria, vomiting and nausea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced abnormal uterine bleeding (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety / mental anguish"), depression ("depression") and mood altered ("mood changes"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy.). At the time of the report, the anxiety had not resolved. The outcomes for abnormal uterine bleeding, abdominal pain, pelvic pain, back pain, headache, fatigue, weight fluctuation, alopecia, tooth loss, depression and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, anxiety, back pain, depression, fatigue, headache, mood altered, pelvic pain, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices on or about (B)(6) 2016 by total abdominal hysterectomy and bilateral salpingectomy. The uterine cavity is normal. There is menstrual debris evident. The tubal ostia are easily seen. We initially placed a micro insert on the left side. Placement was straight forward, and 3-4 coils were left trailing in the endometrial cavity. Placement on the right side was similarly straight forward and began 3-4 coils seen trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: vulva, vagina and cervix appear normal. No obvious fibroids noted. [Hysterosalpingogram] on (B)(6) 2011: contrast was instilled into the uterus. There is normal filling of a normal endometrial cavity. No spillage was seen out into the fallopian tubes [pathology test] on (B)(6) 2016: (a)~left fallopian tube (b) cervix, uterus, and right fallopian tube clinical information: patient with abnormal uterine bleeding plus pelvic pain. Gross description: left fallopian tube: the specimen consists of two pieces of tan-gray tubular tissue covered with unremarkable serosa, measuring 2.5 x 0.5 and 1.8 x 0.6 cm, the second piece has identifiable fimbria. Sectioning reveals a metal spiral in the lumen of one of the portions of fallopian tube. One longitudinal section of the fimbriated end. Uterus, cervix and right fallopian tube: the specimen consists of a total hysterectomy specimen with unilateral salpingectomy, weighing 112 g and-measuring 10 x 5.5 x 4.5 cm. A portion of left fallopian tube. (B)~tube is present measuring 1 x 0.5 cm with a metal spiral in the lumen. The right fallopian tube is unremarkable with identifiable fimbria measuring 8 x 0.5 cm. Opinion: a. Left fallopian tube: portions of an unremarkable fallopian tube with a metal spiral object. B. Cervix, uterus, and right fallopian tube: -cervix: nabothian cysts. Negative for dysplasia or malignancy. -endometrium: proliferative endometrium. No hyperplasia, atypia, or malignancy. -leiomyoma uteri -an unremarkable fimbriated end and two representative sections of the right fallopian tube. Lot number: 808913, manufacturing date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including (surgical pathology report added. Medical history, concomitant conditions, historical drugs, concomitant drugs are added. Patient, product information updated. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in a 41-year-old female patient who had essure inserted (lot no. 808913) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty in 2010, cervix carcinoma in 1996, adenoidectomy in 1982 and cervical dysplasia, hepatitis, diarrhea, low back pain, placenta previa, smoker (smoker of one cigarette per day for many years), parity 3 (she delivered at 26 wks gestation and, unfortunately had to be delivered by c-section for a twin gestation and both infants died. In 2008 she had another pregnancy delivering at 39 wks by elective c/section at term. She did not have a tubal ligation at that time), multi gravida, abnormal uterine bleeding, genital bleeding and cesarean section. She has no known allergies. Previously administered products included: provera, oral contraceptive nos, wellbutrin, celexa [celecoxib] and perindopril. Concurrent conditions were listed as depression, gastroesophageal reflux disease, fatigue, abdominal discomfort, lower abdominal pain, heavy periods, hypertension, tenderness, hepatitis, jaundice, epigastric pain, hematuria, vomiting and nausea. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced abnormal uterine bleeding (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety / mental anguish"), depression ("depression") and mood altered ("mood changes"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the anxiety had not resolved. The outcomes for abnormal uterine bleeding, abdominal pain, pelvic pain, back pain, headache, fatigue, weight fluctuation, alopecia, tooth loss, depression and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, anxiety, back pain, depression, fatigue, headache, mood altered, pelvic pain, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices on or about (B)(6) 2016 by total abdominal hysterectomy and bilateral salpingectomy. The uterine cavity is normal. There is menstrual debris evident. The tubal ostia are easily seen. We initially placed a micro insert on the left side. Placement was straight forward, and 3-4 coils were left trailing in the endometrial cavity. Placement on the right side was similarly straight forward and began 3-4 coils seen trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: vulva, vagina and cervix appear normal. No obvious fibroids noted. [Hysterosalpingogram] on (B)(6) 2011: contrast was instilled into the uterus. There is normal filling of a normal endometrial cavity. No spillage was seen out into the fallopian tubes [pathology test] on (B)(6) 2016: (a)~left fallopian tube (b) cervix, uterus, and right fallopian tube clinical information: patient with abnormal uterine bleeding plus pelvic pain. Gross description: left fallopian tube: the specimen consists of two pieces of tan-gray tubular tissue covered with unremarkable serosa, measuring 2.5 x 0.5 and 1.8 x 0.6 cm, the second piece has identifiable fimbria. Sectioning reveals a metal spiral in the lumen of one of the portions of fallopian tube. One longitudinal section of the fimbriated end. Uterus, cervix and right fallopian tube: the specimen consists of a total hysterectomy specimen with unilateral salpingectomy, weighing 112 g and-measuring 10 x 5.5 x 4.5 cm. A portion of left fallopian tube. (B)~tube is present measuring 1 x 0.5 cm with a metal spiral in the lumen. The right fallopian tube is unremarkable with identifiable fimbria measuring 8 x 0.5 cm. Opinion: a. Left fallopian tube: portions of an unremarkable fallopian tube with a metal spiral object. B. Cervix, uterus, and right fallopian tube: -cervix: nabothian cysts. Negative for dysplasia or malignancy. -endometrium: proliferative endometrium. No hyperplasia, atypia, or malignancy. -leiomyoma uteri -an unremarkable fimbriated end and two representative sections of the right fallopian tube. Lot number: 808913 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-apr-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abnormal uterine bleeding ("abnormal uterine bleeding") in a 41 year-old female patient who had essure inserted (lot no. 808913) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty in 2010, cervix carcinoma in 1996, adenoidectomy in 1982 and cervical dysplasia, hepatitis, diarrhea, low back pain, placenta previa, smoker (smoker of one cigarette per day for many years), parity 3 (she delivered at 26 wks gestation and, unfortunately had to be delivered by c-section for a twin gestation and both infants died. In 2008 she had another pregnancy delivering at 39 wks by elective c/section at term. She did not have a tubal ligation at that time), multi gravida, abnormal uterine bleeding, genital bleeding and cesarean section. She has no known allergies. Previously administered products included: provera, oral contraceptive nos, wellbutrin, celexa [celecoxib] and perindopril. Concurrent conditions were listed as depression, gastroesophageal reflux disease, fatigue, abdominal discomfort, lower abdominal pain, heavy periods, hypertension, tenderness, hepatitis, jaundice, epigastric pain, hematuria, vomiting and nausea. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced abnormal uterine bleeding (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), anxiety ("anxiety / mental anguish"), depression ("depression") and mood altered ("mood changes"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy.). At the time of the report, the anxiety had not resolved. The outcomes for abnormal uterine bleeding, abdominal pain, pelvic pain, back pain, headache, fatigue, weight fluctuation, alopecia, tooth loss, depression and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, anxiety, back pain, depression, fatigue, headache, mood altered, pelvic pain, tooth loss and weight fluctuation to be related to essure administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure devices on or about (B)(6) 2016 by total abdominal hysterectomy and bilateral salpingectomy the uterine cavity is normal. There is menstrual debris evident. The tubal ostia are easily seen. We initially placed a micro insert on the left side. Placement was straight forward, and 3-4 coils were left trailing in the endometrial cavity. Placement on the right side was similarly straight forward and began 3-4 coils seen trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: vulva, vagina and cervix appear normal. No obvious fibroids noted. [Hysterosalpingogram] on (B)(6) 2011: contrast was instilled into the uterus. There is normal filling of a normal endometrial cavity. No spillage was seen out into the fallopian tubes. [Pathology test] on (B)(6) 2016: (a)~left fallopian tube (b) cervix, uterus, and right fallopian tube clinical information: patient with abnormal uterine bleeding plus pelvic pain. Gross description: left fallopian tube: the specimen consists of two pieces of tan-gray tubular tissue covered with unremarkable serosa, measuring 2.5 x 0.5 and 1.8 x 0.6 cm, the second piece has identifiable fimbria. Sectioning reveals a metal spiral in the lumen of one of the portions of fallopian tube. One longitudinal section of the fimbriated end. Uterus, cervix and right fallopian tube: the specimen consists of a total hysterectomy specimen with unilateral salpingectomy, weighing 112 g and-measuring 10 x 5.5 x 4.5 cm. A portion of left fallopian tube. (B)~tube is present measuring 1 x 0.5 cm with a metal spiral in the lumen. The right fallopian tube is unremarkable with identifiable fimbria measuring 8 x 0.5 cm. Opinion: a. Left fallopian tube: portions of an unremarkable fallopian tube with a metal spiral object. B. Cervix, uterus, and right fallopian tube: cervix: nabothian cysts. Negative for dysplasia or malignancy. Endometrium: proliferative endometrium. No hyperplasia, atypia, or malignancy. Leiomyoma uteri, an unremarkable fimbriated end and two representative sections of the right fallopian tube. Lot number: 808913, manufacturing date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.